Event description:
The customer stated that he was treated by paramedics twice due to hypoglycemia. The reported blood glucose reading at the time of the first event was 34 mg/dl. The customer stated that on both occasions he was experiencing elevated blood glucose levels prior to dropping low. The customer stated that he over bolused prior to the first event because he was frustrated that his blood glucose was high. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.